Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated has been evaluated. The batch 6009615 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: on the visual inspection according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009615 was manufactured according to the wi version 117, manufactured in the line 9, on 16/oct/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4k03380 was manufactured according to the wi version 65, manufactured in the machine sc09, on 14/oct/2024 with a total of (B)(4) units. The lot 4k01358 was manufactured according to the wi version 12, manufactured in the machine igtl01, on 14/oct/2024 with a total of (B)(4) units. The lot 4k03723 was manufactured according to the wi version 65, manufactured in the machine sc04, on 15/oct/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6009615 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing an occlusion alarm with their insulin delivery system on (B)(6) 2025. The blockage was at tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.